Event description:
It was reported that on (B)(6), 2026, the patient¿s blood glucose levels increased to approximately 396 mg/dl after approximately 24-36 hours of pod wear on the abdomen. Blood glucose levels reportedly did not decrease despite the administration of multiple correction bolus doses, with the last reported bolus consisting of 7.2 units of insulin. The patient subsequently began feeling unwell and developed symptoms including vomiting, nausea, disorientation, and dizziness, which prompted her to seek medical attention. She was admitted to the hospital and diagnosed with diabetic ketoacidosis. Treatment during hospitalization consisted of an insulin infusion. The patient remained hospitalized for approximately three days; the specific discharge date was not reported. T was further noted that upon pod removal, the cannula appeared discolored, and the patient detected the smell of insulin. However, she confirmed that the pod had not been leaking during wear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.